Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01002. This report is being submitted as additional information. Approximate age of device - 1 year and 6 months. (Calculated from the date of manufacture). Manufacturer's investigation conclusion: no product was returned for evaluation. The reported no external power alarms were confirmed via the log file. The log file revealed that on (B)(6) 2017 both power cables were disconnected causing brief no external power alarms. These alarms both occurred as the patient was switching from battery power to the mpu. The root cause of the no external power alarm was due to both cables being disconnected at the same time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s log file was submitted for review. The manufacturer¿s technical services representative reviewed the submitted log file and a no external power event on (B)(6) 2017 at 10:14:08 am was observed. This could be caused by the power cord of the mpu coming loose at the mpu or the wall outlet. During these events the patient¿s system controllers internal battery provided power to the pump as designed. No additional information provided.